Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 069 alarm issue with the pump. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during testing, the pump emitted a cs 069 call service alarm with an attempted rewind step; the complaint was duplicated. The alarm was recorded in the black box data as a cs 087 error, indicating a failure of the u39 component on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).